Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further investigated by a failure analysis engineer (fae). Further inspection identified a dislodged proximal clevis from the snake wrist. Inspection of the break site found what appeared to be a missed weld. The proximal clevis was attached to the distal end of the snake wrist with 2 laser welds. First weld appeared to be nominal. However, the second weld appeared to be missing the seam weld. The tack welds appeared to be present based on the presence of what appeared to be pulses at the end of the weld. However, there did not appear to be a continuous seam between the two tacks. Additionally, the snake wrist appeared to have surface damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken at the weld where it meets the proximal clevis at the distal end. No material was found missing. Additional related observation indicated a broken conductor wire inside of the weld at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. It was confirmed that the issue occurred during a da vinci-assisted cholecystectomy surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument was not delivering energy. The customer replaced the cautery cable, but the issue persisted. The instrument also moved abnormally. The customer removed the instrument to check and found it was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. When the customer stopped the hand controller on the arm on which the instrument was mounted, the instrument still moved, and the force became weakened. No bipolar energy was transferred during the procedure. The instrument wrist was broken without external collisions. There were no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. No signs of thermal damage were observed, and no fragments fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image shows the distal tip is dislodged from its normal position. No cable damage is identified in the photo.